Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo hospital (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
As stated by the customer (B)(6) 2012: lift moving on its own due to button on remote broken and always active.